Manufacturer narrative:
The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu was not being used for treatment or diagnostic purposes reportedly when the failure was discovered. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 23apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the pcu pump failed to power up, and the ac indicator was illuminated. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.

Manufacturer narrative:
The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu was not being used for treatment or diagnostic purposes reportedly when the failure was discovered. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 23apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the pcu pump failed to power up, and the ac indicator was illuminated. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.

Manufacturer narrative:
The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu was not being used for treatment or diagnostic purposes reportedly when the failure was discovered. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 23apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu pump failed to power up, and the ac indicator was illuminated. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.